Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6). Customer states that she is having a issue with her pump. States that she has been unexplained high 400s and 500 bg. States that she is in the hospital on a drip. Inquired what led up to the complaint. Customer response: high bg high bg/under delivery t/s per dop114-950. Patient's bg at time of incident: 276 mg/dl. Patient's current bg: 130 mg/dl. Customer reports they feel okay to t/s. Customer reports they do not have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: bolusing with the pump. Customer reports they have contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was admitted into hospital as a result of high bgs. Hospitalization details: nature of treatment. Findings: admitted to hospital. Time and date of hospitalization: (B)(6) @ 2000. Bg value when admitted to hospital: does not know. Name of hospital: (B)(6) hospital & medical center. Name of patient/individual reporting: (B)(6). Phone number of hospital/reporter: (B)(6). Description of complaint: sepsis. Any significant events leading to hospitalization: uncontrolled shaking and vomiting. Cause of hospitalization per hcp: sepsis, pneumonia and a mild heart attack. Document the outcome of the hospitalization: still in the hospital. Was customer wearing the pump at time of hospitalization? Yes. Recent high bg event began: (B)(6). Inf was last changed: (B)(6). Based on customer report customer does not allege pump was under delivering. Adv to d/c at qr. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (slightly indented). Customer is not calling back to perform an hp test. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer wishes to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv to check the infusion set tubing for the presence of kinked/bent tubing or air bubbles. Inquired if kinks, bends or multiple large bubbles are present along the tubing length. Found: no. Confirmed customer is disconnected. Adv to remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with current set. Customer reports insulin exited at the qr. Adv positioning in motor may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Inquired if any leaks were observed. Found: none. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer wishes to check for possible site/insulin issues. Customer reports site is changed every 2/3 days as per IFU guidelines. Explained if insulin vial is exposed to extreme temperatures, is expired or looks cloudy high bgs may occur. Adv to check insulin vial. Found: clear. Customer is using refrigerated insulin in the pump. Explained the importance of using room temp insulin in the pump inquired if site is sore or irritated. Found: no. Customer is using a cannula based inf. Inquired if customer forgot to fill cannula dead space after removing the introducer needle. Found: did noit forget. Adv in order to determine if cannula is bent site must be removed from body. Customer is able to remove/change set at this time. Adv to remove the infusion set from body and check for bent/crimped cannula. Found: not bent. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer wishes to check their settings. Verified time/date in pump. Time/date is correct. Inq go to record for full text.